Manufacturer narrative:
A service report completed and dated (B)(6) 2018 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. Further information made known to dmta by the customer via email indicated that the patient follow up examination for the ruptured spleen had not produced any blame for the eswl treatment being responsible for causing this patient ruptured spleen. Further details concerning individual patient outcome is unknown. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Litho treatment performed on a patient on (B)(6) 2018. Two days later the patient was diagnosed with a ruptured spleen.